Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced pain over their implantable nerve stimulator (ins) site following an unrelated automotive accident. The device was subsequently explanted. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional product code: qon.

Event description:
It was reported that the patient experienced pain over their implantable nerve stimulator (ins) site following an unrelated automotive accident. The device was subsequently explanted. No further patient complications were reported.